Manufacturer narrative:
Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose results the customer is concerned with results obtained results of 236 and 243mg/dl. The expected fasting blood glucose test result range is 115 to 125mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 243 and 156mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 10/24/2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1 : 129mg/dl date: (B)(6) 2017 time: 12:07pm non-fasting; result 2 : 140mg/dl date: (B)(6) 2017 time: 12:06pm non-fasting ; result 3 : 120mg/dl date: (B)(6) 2017 time: 12:06pm non-fasting; result 4 : 198mg/dl date: (B)(6) 2017 time: 12:05pm non-fasting ; result 5 : 236mg/dl date: (B)(6) 2017 time: 12:05pm non-fasting. Customer called in states the meter is reading erratic and high. Customer tests non-fasting as per doctor's orders. Customer is concerned with erratic 236, 198, 120, 140 and 129mg/dl non-fasting results obtained. Customer is also concerned that 140, 198 and 236mg/dl non-fasting are too high for her. Customer does not have control solution.